Event description:
The customer stated, she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated she changed the infusion set a couple of days prior to the hospitalization. Troubleshooting was not performed as the customer did not have a battery to put inside the insulin pump during the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.